Event description:
The ortho summit sample handling system instrument did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and replaced collet # 3 and cleaned the sleeve. Fse verified the repairs by performing a post repair verification. The instrument was tested without further problem and was returned to expected operation.